Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter serial number is unknown, therefore the device manufacturer date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's husband) reported the customer was unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. Caller further reported that on (B)(6) 2015 the customer experienced unspecified "low blood sugar symptoms" and subsequently called her doctor. Paramedics were dispatched to the customer's home and upon their arrival she was transported to a local hospital where she received unspecified intravenous treatment and reportedly spent 3 days in the hospital's "memory unit" due to an unspecified "memory problem". There was no report of death or permanent impairment associated with this event.